Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The patient experienced this symptom for the past twelve months. The existing aus was explanted. After examining the explanted aus, the physician determined that the aus was functioning as intended but that the patient had experienced urethral atrophy. The physician implanted the patient with a replacement aus consisting of a 3.5 cm cuff, pump and balloon. The replacement aus functioned as intended. The replacement surgery was successfully completed without any patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.